Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer visited her doctor to assist her with the settings on her insulin pump. She stated that she was later hospitalized once she began using the insulin pump. The customer's hospitalization was due to diabetic ketoacidosis and dehydration. At the time of the hospitalization, her blood glucose level was 460 mg/dl. However, the customer stated that she was not wearing the insulin pump for 48 hours prior to hospitalization. Nothing further reported.